Manufacturer narrative:
Combination product: yes.

Event description:
Shock impedance jumped to 125 on (B)(6) transmission from roughly 120 prior transmission on (B)(6). Other statical physiologic and lead values have all jumped as well. Md will follow up with patient once she is out of the hospital. Lead currently remains implanted.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.